Event description:
Manufacturer reference number: (B)(4). Additional information indicates that patient's l3 lead had also migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's l5 lead was explanted and replaced, l3 lead was explanted to address the issue. Additionally, a new s1 lead was reimplanted. .

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2024-00454 manufacturer reference number: 1627487-2024-00455. It was reported that the patient experienced skin erosion where the s1 lead came out of the patient's healing incision. Patient sought emergency care on 01 january 2024 where the physician reopened the incision, flushed the site/lead, pushed the spitting loop back in repositioning the lead, and resutured the incision closed. Patient was put back on antibiotics to prevent any infection. Patient met with their regular physician on 09 january 2024 where the patient's system was investigated. X-ray imaging revealed that the l5 lead has also migrated, and surgical intervention may be undertaken in the future to address the l5 lead issue. Patient's regular physician removed the new suture on the s1 lead on 09 january 2024 where it was observed that the lead had popped back out again. As a result, surgical intervention was undertaken on (b)6) 2024 where the patient's s1 lead was explanted to address the issue.

Manufacturer narrative:
The date of event is estimated.